Event description:
It was reported the external pacemaker shutdown while in use. No 'battery low' indication was noted prior to shutdown. It was also reported the patient's underlying rhythm asystole. Patient ambulating with physical therapist on monitor, complained of dizziness and nausea. Patient was then rested on chair and suddenly became unresponsive. Rhythm on monitor asystole. Pacemaker screen suddenly with no reading. Patient was lowered to floor with assistance for safety. Remained on oxygen. Battery replaced with return of function. Abg (arterial blood gas)sent, fingerstick done, all within normal limits. Patient regained consciously instantaneously, responsive and appropriate, no neuro deficits noted. Patient assisted to bed and returned to room. Biomed was notified, battery was tested and found to be working; the battery that was removed measured 8.5 volts. The device was returned for interrogation, test and calibration. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; device passed incoming inspection with no anomalies observed. Device passed all incoming functional tests. No anomalies observed during bench test. (B)(4).